Event description:
It was reported that a pt was experiencing an increase in seizures. Interrogation of the pt's device revealed that it was at end of service. The generator was explanted and replaced. The explanted generator was returned to the manufacturer for analysis. During analysis, it was found that the measured battery voltage of 2.197v is below the 2.2v low battery operation level, which indicates that the pulse generator had reached an end of service condition. However, the current consumption rate for the supply current tests, supply current pulsing 313.714ua (limits 80ua - 140ua), and supply current 2.2v 933.759ua (limits 90ua-220ua), supply current 1ma 206.550ua (limits 25ua - 80ua), and supply current wait 32.756ua (limits 5ua - 12ua), did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the premature end of life condition was identified to be a leaky capacitor, c6.